Manufacturer narrative:
Date sent 07/11/2008. Evaluation summary: the analysis result for the el5ml instrument found that it was returned with the jaws in the opened position, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cardioplasty with a cholecystectomy procedure, the device locked out. The jaws locked and would not release the vein. A harmonic device was used to remove the device from the tissue. There was no patient consequence.